Event description:
A zoll distributor returned monitor sn (B)(4) to report that it failed incoming functionality testing.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality tests) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the j1002 and j1003 connectors were intermittent. The cause of the intermittent test failure is the intermittent connectors. The root cause of the intermittent connectors cannot be positively identified, but once the connectors were cleaned and reseated, the unit functioned properly. No adverse event result from the defective monitor.